Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the during an esophageal varices ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first band was deployed without any issue. When attempting to deploy the second band there was strong resistance felt and the second band failed to deploy. Upon checking the device, it was found that the third and fourth bands overlapped. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis. No visual residue was found on the device. A visual examination of the returned device found six (6) bands present on the ligator head and four (4) of the bands were moved distally on the component. One (1) band had been deployed and was not returned. It was noted that the ligator head teeth were damaged. The suture was noticed to be intact and attached to the distal trip wire loop. The trip wire was cut approximately 80cm from the distal end and was not secured in the handle assembly slot upon receipt for evaluation. A slight evidence present on the handle slot that the trip wire had been secured prior to receipt for evaluation. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the teeth, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the during an esophageal varices ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first band was deployed without any issue. When attempting to deploy the second band there was strong resistance felt and the second band failed to deploy. Upon checking the device, it was found that the third and fourth bands overlapped. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.